Event description:
The device was received on (B)(6) 2012 for product analysis. Analysis of the returned handheld device and associated software was completed and approved on (B)(6) 2012. No anomalies were found with either the handheld device or software and both performed according to functional specifications. The power cable and serial cable were also returned and no issues were found with the performance of either cable

Event description:
On (B)(6) 2012, it was reported that a physician was having problems with his handheld device. It was stated that the connector to the wand was problematic and needed to be held in for it to work. Follow up provided additional information. No user mishandling contributed to the cord failure. There was no visible cable damage, cosmetic or at the connections, outside of normal wear and tear. The device has been requested but has not been returned to the manufacturer to date.